Manufacturer narrative:
The event occurred in (B)(6). The patient's weight is approximate. Device will not be returned to manufacturer.

Event description:
Caller states the patient tested 4.1 inr on the coaguchek xs plus system while a comparison lab returned as 2.9 inr. The patient's warfarin dose was held once based on the device result and then continued. No adverse event reported. Requested return of suspect system, however the test strips were not returned.